Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up the physician thought there was a type I endoleak or possibly a type ii endoleak. An angiogram revealed that there was a proximal type I endoleak. The physician elected to implant an endurant 36 aortic cuff along with left renal chimney stent and the proximal type I endoleak was resolved. Per the physician, the cause of the endoleak is over time there was aortic disease progression. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.